Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was greater than 500 mg/dl with larger keytone. Customer stated the alarm was resolved by a complete set changed. The customer was advised to call back if issues persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.